Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On jul 31, 2017: synergy received. It was stated that the patient was revised to address pain. Part and lot information were provided. This complaint was updated on: aug 10, 2017.

Manufacturer narrative:
On (B)(6) 2017: synergy received. It was stated that the patient was revised to address pain. Part and lot information were provided. This complaint was updated on aug 10, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.